Event description:
A (B)(6) male pt called to report frequent "check belt" messages. Support asked the pt to tighten the vest since falloff was on all electrodes. Support contacted the pt on (B)(6) 2009 to see how he was doing with the vest. The pt's wife stated that he was on a business trip and not wearing the device. She stated that the doctor is aware. She felt the pt might need some retraining. On (B)(6) 2009, a pt services representative (prs) went to retrain the pt. While there she noticed that the trunk cable jacket was kinged and cracked. The psr replaced the pt's electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem was confirmed. The electrode belt was found to have broken wires in the trunk cable. The jacket was kinked and cracked probably from pt wear and tear. These internal short caused noise in both the side-to-side and front-to-back channels. The monitor signal would also get shorted when this cord was manipulated. The root cause of the shorted wire cannot be positively identified, but appears to be misuse. Strain placed on the cable may have caused wire to break. The electrode belt was repaired, retested and restocked. No adverse event resulted from the electrode belt cable problem. The pt received a replacement electrode belt.